Event description:
It is reported that the patient was revised due to pain, tibial baseplate subsidence, and tibial component loosening.

Manufacturer narrative:
This report will amended when our investigation is complete.